Event description:
A report was received from an eye care provider (ecp) that a patient experienced a fungal corneal ulcer. The ecp office reports that the patient was seen at another doctor¿s office (corneal specialist) for the event, and the treatment was for four months. They have no further information available except that the event resolved. No additional information is expected to be received.

Manufacturer narrative:
The examination of lot (B)(4) confirmed that the lot met all specifications. The investigation determined that this lot is acceptable for continued distribution. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).